Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. A root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported that the vacuum was poor or none. Patient impact is unknown. Additional information has been requested.